Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: 0.2 micron filter extension set leaking. Additional information received from the customer: the feedback in some of our areas is that it is coming apart at this attachment point I have circled. I don't think the tubing is coming apart, I think that is the location that staff have seen leak. The leaking is coming from the filter housing (air eliminating side).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: two representative samples were returned for investigation. The event sample was not returned. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and an infusion was performed at a rate of 140 ml/hr for 10 minutes. No observation of leak was observed. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
Additional information: the leaking is coming from the filter housing (air eliminating side). Have also been told upon priming the filter is leaking with prime solution at the vent of the filter. It occurred with durvalumab which ran at 140ml/hr and it leaked around ten minutes into the infusion.